Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensed noise. Troubleshooting options were discussed to mitigate further oversensing. No adverse patient effects were reported.